Event description:
Battery charge was reported to have dropped a certain percentage rapidly, but this did not result in an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer's location did not allow for pump data uploads, so technical support contacted cts international for further help and sent a usb cable to aid the situation. Upon follow up, no further information was available.